Event description:
As reported, in 2008, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. A follow-up computed tomography scan revealed a distal type I endoleak in the pt's right common iliac artery. On approx two and a half months later, add'l gore excluder aaa endoprostheses were implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note attached list of add'l devices implanted in this pt: manufactured -pxc181000/05258068. Manufactured - pxl161407/05677105, pxc141400/05792292.